Event description:
Plaintiff alleges the development of systemic anaphylactic-type latex allergy suffering also from itchy eyes, skin irritation and allergic reactions, and could no longer perform her usual duties and services as a registered nurse. Further alleges that as a proximate case of this negligence, plaintiff has incurred economic damage including loss of income and will continue to suffer from a loss of income in the future.